Manufacturer narrative:
A review of the mfg records for the device is being conducted on the device.

Event description:
On (B)(6) 2009, this patient was implanted with two gore tag thoracic endoprosthesis to treat a thoracic aortic dissection. A gore introducer sheath with silicone pinch valve was inserted from the right external iliac artery and the tag devices were successfully implanted. When the sheath was withdrawn from the patient's vasculature, the physician determined a dissection of the external iliac artery. A s.m.a.r.t. Vascular stent was implanted to successfully repair the dissection. The patient tolerated the procedure.